Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. The sound was found to be in specification and emitted by design. The device was recertified and returned to the customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was making a clicking noise from the compressor. Complainant indicated that there was no patient involvement in the reported malfunction.